Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.0/+1.0/070 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface. This is a resubmission to correct the MFR#. The MFR# was reported incorrectly (MFR#2023628-2018-00880). (B)(4).